Event description:
A patient was implanted with a gore tex vascular graft (tapered and lined) approximately 8-10 months ago. About 3-4 weeks post implantation, the physician observed a small seroma develop, less than 1 cm in length. It was located on the anterior side of the graft approximately 2 cm from the arterial anastomosis. The physician treated the graft with co-seal. At an unknown date, the seroma re-occurred. A small portion of the graft was explanted. Further investigation is pending.